Manufacturer narrative:
The event occurred in turkey. It was reported that a hl 20 pump displayed the error message "head" during selftest. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician was onsite for investigation of the device. The motor needs to be replaced. According to the getinge field service technician the customer does not want to repair the device. Since no repair has been performed no technical investigation is possible. However a similar complaint with error message: "head" was already investigated in the getinge life cycle engineering: during investigation of the motor it was identified that the output voltage of the tacho signal shows periodical voltage drops. This can lead to a misreading of the motor speed by the rpm control system which results in the reported error message: "head". The most probable root cause could be determined to a contact issue between the tacho rotor and the brushes. In addition the reported error message: "head" could be linked to the following most probable root causes according to the hl20 risk management file: (total) fail of device because of: - failure of motor, motor controller or control circuitry. Based on the investigation results the reported error message: "head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the event occurred on the turkey market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701043262.

Event description:
The event occurred in turkey. It was reported that a hl 20 pump displayed the error message "head" during selftest. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure "head" can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).